Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: ios / ios_iphone 14 pro / unknown / ios 26.1.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. On one occasion the customer's blood glucose (bg) level rose to 590 mg/dl. Cusotgmer administered a manual injection to address elevated bg. Customer changed pump supplies to address the issues.